Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, the balloon would inflate too slowly or would not inflate completely. There was no reported adverse event or patient injury.